Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set detachment issue that occurred as direct consequence of stress and pull forces applied to the tubing, which compromised the integrity of the connection on (B)(6) 2026.